Manufacturer narrative:
Reportedly, the explanted device was retained by the explanting facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker was surgically capped due to impedance concerns and high capture thresholds. This pacemaker was explanted and replaced during the same procedure. No additional adverse patient effects were reported.